Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Upon arrival, the fse was able to reproduce the reported symptom, which was not related to universal surgical manipulators (usm) or master tool manipulators (mtm). A small amount of movement is expected when the vessel sealer (vs) is activated, as this ensures adequate compression during the seal cycle. To further minimize this movement, it is recommended to use a reducer in the cannula with the vs instrument. The surgeon confirmed that the vs instrument was used with a reducer but was still dissatisfied with the significant movement of the instrument during sealing. After performing a grip calibration on the four mtms, the movement during sealing was reduced and confirmed proper functionality. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause of the vs movement during activation was grip miscalibration of the mtms. Performing grip calibration on the four mtms resolved the issue. A review of the provided video was performed by an isi failure analysis engineer. The following additional information was provided: the vse instrument moves slightly, but it¿s hard to tell exactly what¿s wrong without seeing what hand controls were being input at the surgeon¿s console corresponding to that movement.

Event description:
It was reported that during a da vinci-assisted trans hiatal esophagectomy non-transthoracic surgical procedure, a nurse called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the vessel sealer extend (vse) instrument was moving when activated. The vse instrument had already been exchanged. Despite this, the symptom persisted. The tse reviewed the error logs but found no related issues. Several troubleshooting steps were suggested, including trying a different arm, reseating the sterile adapter, connecting the vse to an erbe generator instead of the e-100, using the e-stop, recovering, and rebooting the system and e-100. However, the symptom remained unchanged. The tse proposed using a second console, which reduced but did not eliminate the symptom. The surgery proceeded irrespective of the issue, and it was agreed to reconnect later for further troubleshooting. The procedure was completed with no reported patient harm, adverse outcome or injury. The issue caused a delay of less than 15 minutes. Later, the tse called the customer back to discuss an issue with an esophagectomy procedure, where the patient cart had to be undocked and docked again, but the problem persisted. The tse sought guidance from the product support team and contacted an isi clinical sales representative (csr) to gather more clinical information. Isi followed up with the customer and the following additional information was obtained: the procedure was completed with the 2 sscs and a new vse. The 2 sscs were in operation from the beginning of the procedure since the configuration was planned like this. As soon as the problem with the vse manifested, tech support was called and the tse asked to switch the instruments to the other ssc. The vse was eliminated by mistake. This was further confirmed by the csr who was called afterwards. The csr explained that it was a technical problem of the system related to the configuration of two sscs. Regardless of the instrument or the arm, the problem persisted. The problem had been escalated and was being dealt internally by the csms. The return form for the instrument was provided. It contained vse reference number (pn# 480422-03, lot# k13250414 0414) and the additional information about the failure mode: operator wanted to move instrument to the left but the instrument moved to the right.